Event description:
Pt's ett was noted to be difficult to pass catheters; this info passed on from rn in report. Ett had already been replaced once the night before for being kinked. Tube scoped by orl otorhinolaryngologist and confirmed to be kinked/bent. Replacement reinforced tube attempted during tube exchange, but unsuccessful and resulted in probable aspiration event.